Manufacturer narrative:
Device evaluation in progress. (B)(6).

Event description:
It was reported that during a pre-use check, the customer noticed medical fluid was leaking from the patient-side connector of the level 1 hotline disposable. There was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: two (2) photos were received for evaluation. Review of the photos showed no damage. One sample was returned for analysis in used condition. Visual inspection showed an incorrect union on connection and tube union. A leak test was performed and sample was rejected in test. The investigation determined that insufficient solvent on sponge was the cause of the reported issue. A new solvent line at production line has been implemented. Based on evidence and investigation, the complaint allegation was confirmed.